Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient was in the intensive care unit with a pump that was potentially malfunctioning. The patient was unresponsive and had some glucose issues. It was reported that the patient received narcan and had some response. The hcp wanted the pump turned off. The patient's symptoms were reported to be sudden. No further complications have been reported as a result of this event.